Manufacturer narrative:
Reference record (B)(4). The sample was received at abbvie for investigation, the click adaptor and j-tube were returned and the bolus was not returned. A visual inspection was performed and bezoar was not observed on the sample. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Sample investigation received.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). Bezoar is a known complication of use of device. The device is expected to be returned; however, it has not been received yet. Upon receipt, the sample will be evaluated and a follow up medwatch will be submitted.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient visited the hospital for stoma site discharge. The patient had a gastroscopy on (B)(6) 2021 and device was replaced. According to the gastroenterologist, corrosion and bezoar was found at the end of j tube.